Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to have biological matter and chips on the shaft reference pictures. The shaft was inspected for bubbles and nodules. No bubbles were identified within the formed shaft, but chips on the outside were identified . Review of manufacturing materials confirmed that there has been no change to the silicone or adhesives used to build the device. Factors that may affect the durability of the silicone are the use of petroleum based lubricants and cleaners, and medications that are administered to the end user. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown. The condition of the returned device appeared to be the result of use and not the result of improper manufacturing.

Manufacturer narrative:
Initial reporter occupation: listed as "home care". Report source: foreign: (B)(6). (B)(4).

Event description:
Information was received that a smiths medical portex bivona custom tracheostomy tube material is "rubbing" while in use with a patient. It was also noted that the patient's mother observed an appearance of "bubbles/nodules on one side". No additional adverse patient effects were reported.